Event description:
It was reported that the patient experienced mobile power unit (mpu) alarms which displayed a yellow wrench. The patient changed out the aa batteries in the mpu but that did not resolve the alarms. The patient was told to remain on battery power until the mpu was replaced. On (B)(6) 2022 the patient's mpu was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of yellow wrench alarm on mobile power unit (mpu) was not confirmed. The mobile power unit, serial (B)(4), was not returned for analysis. Per provided information, the patient experienced alarms and isolated to the mobile power unit which was displaying a yellow wrench. The aa batteries were exchanged which did not resolve the issue. The mpu was exchanged and will not be returned for evaluation or repair. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. No further information was provided. The manufacturer is closing the file on this event.